Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported all 50 of the kits are being sent with a dressing that no longer adheres to the patient. Customer said nurses are all using skin prep like they always do and they won't stick. No further information was provided. This report addresses all fifty kits.